Manufacturer narrative:
During failure analysis, the reported event that a screw of the device was missing was confirmed through the visual inspection. During the device evaluation, we were unable to determine what caused the missing screw. It is possible rough or improper handling led to the missing screw. The device was repaired and returned to stryker stock.

Event description:
During the course of a spinal fusion procedure, it was reported that a screw fell out of the thoracic pedicle feeler while it was being used to break through the cortical bone above the pedicle. The physician's assistant recovered the screw by hand. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
During the course of a spinal fusion procedure, it was reported that a screw fell out of the thoracic pedicle feeler while it was being used to break through the cortical bone above the pedicle. The physician's assistant recovered the screw by hand. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.